Event description:
It was reported to boston scientific corp that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2009. According to the complainant, during the procedure the balloon popped inside the pt at 5 atms, the second of three labeled balloon sizes. The complainant reported the balloon popped in an anastomotic stricture in which there was a staple present. The procedure was completed with another cre fixed wire dilatation balloon. There were no pt complications reported as a result of this event. It was noted that no fragments of the balloon detached inside the pt. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).